Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a drill bit (other manufacturer's product) broke off in the instrument adapter as the surgeon was drilling into the patient. The surgeon was unable to remove the broken piece. The piece was then sterilized which caused the metal to expand and allowed the drill bit to come out. The patient was asleep and incision had been made. No drill bit pieces broke off in the patient. The hospital had an additional adapter which they were able to use.

Event description:
It was reported that a drill bit (other manufacturer's product) broke off in the instrument adapter as the surgeon was drilling into the patient. The surgeon was unable to remove the broken piece. The piece was then sterilized which caused the metal to expand and allowed the drill bit to come out. The patient was asleep and incision had been made. No drill bit pieces broke off in the patient. The hospital had an additional adapter which they were able to use.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the drill bit adaptor cannot be used anymore because the drill bit caused too much damage while it was inserted.

Event description:
It was reported that a drill bit (other manufacturer's product) broke off in the instrument adapter as the surgeon was drilling into the patient. The surgeon was unable to remove the broken piece. The piece was then sterilized which caused the metal to expand and allowed the drill bit to come out. The patient was asleep and incision had been made. No drill bit pieces broke off in the patient. The hospital had an additional adapter which they were able to use.

Manufacturer narrative:
Device was received at manufacturing site with serial number.